Event description:
It was reported that this right atrial (ra) lead had a history of pace impedance measurements that would start in the 600 ohms range and would suddenly spike up to 1,000 ohms. Technical services (ts) discussed possible spring contact header-lead interaction. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).